Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 275 mg/dl. Tandem technical support had the customer perform a system check and the occlusion was possibly related to the infusion set site; however, customer did not believe the site was the issue. The alarm was cleared and insulin delivery was resumed.